Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow keypad button was sticking and had a delayed intermittent response when pressed. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with an alcohol pad. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast and down arrow keypad buttons were intermittently unresponsive and required multiple button presses with increasing force to activate; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.